Manufacturer narrative:
B)(4).

Event description:
It was reported that upon device check, the pulse generator exhibited back-up vvi operation. After a device download, the device resumed normal function. No patient symptoms were reported.